Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported. The device worked according the specification. The device was returned to (B)(4) for further investigation. During the evaluation the reported issue could be confirmed once. After the one time occurrence the reported malfunction could not be reproduced anymore. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR could not identify any deviations or non-conformities relevant to the issue.

Event description:
(B)(4) received a report that a electrical venous occluder (evo) displayed an error message during setup. There was no patient involvement.